Event description:
It was reported that the customer went to the emergency room with diabetic ketoacidosis intermittently; cause was not provided. A blood glucose level was not provided. No additional information regarding this event was available. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.